Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, tonsillectomy and postpartum depression. Previously administered products included for pregnancy prevention: mirena from 2011 to (B)(6) 2015. Concurrent conditions included thyroid nodular and vaginal irritation. Concomitant products included aciclovir (acyclovir), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, levothyroxine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("migration of essure device: location of device: uterus/ failure to occlude (close) fallopian tube(s)/migration"), pelvic pain ("physical pain/ pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant). The patient was treated with citalopram. At the time of the report, the perforation, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2018: on the right, the essure device appears discontinuous and may be stretched or broken. Small synechia is present in the cornu. No definite spill from the right tube. On the left, the essure device position is abnormal. It extends into the endometrial canal and possibly into the cornual myometrium. The left fallopian tube is patent and spills freely into the peritoneal cavity. Ultrasound pelvis - on (B)(6) 2018: impression- unremarkable appearance of right and left ovaries. No' abnormal thickened appearance of endometrial stripe. The 2 obliquely oriented linear echogenic foci overlying the posterior uterine myometrium and extending to the endometrial stripe may represent outer coils of the essure sterilization devices. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, vaginal discharge, device breakage, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: plaintiff fact sheet and medical records received : events added- vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, device expulsion, nausea, device breakage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue. ¿incident¿ category updated. Verbatim ¿pain¿ clubbed with event ¿pelvic pain¿. Verbatim ¿failure to occlude (close) fallopian tube(s)¿ clubbed with event ¿device expulsion¿. Event onset dates updated. Treatment and concomitant products added. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/essure coil was puncturing her uterus') and device breakage ('device breakage/essure removed because it was broken') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, tonsillectomy, postpartum depression, itching, chlamydial infection, gonorrhea, sexually transmitted disease, sebaceous cyst, menstruation abnormal, pelvic pain female, perineal pain and vaginal discharge. Previously administered products included for pregnancy prevention: mirena from 2011 to (B)(6) 2015. Concurrent conditions included thyroid nodular and vaginal irritation. Concomitant products included aciclovir (acyclovir), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, levothyroxine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: location of device: uterus/ failure to occlude (close) fallopian tube(s)/migration"), pelvic pain ("physical pain/ pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with citalopram and surgery (bilateral laparoscopic salpingectomy,hysteroscopic removal of essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2018: 1. On the right, the essure device appears discontinuous and may be stretched or broken. Small synechia is present in the cornu. No definite spill from the right tube. 2. On the left, the essure device position is abnormal. It extends into the endometrial canal and possibly into the cornual myometrium. The left fallopian tube is patent and spills freely into the peritoneal cavity. Ultrasound pelvis - on (B)(6) 2018: impression- 1. Unremarkable appearance of right and left ovaries. 2. No' abnormal thickened appearance of endometrial stripe. 3. The 2 obliquely oriented linear echogenic foci overlying the posterior uterine myometrium and extending to the endometrial stripe may represent outer coils of the essure sterilization devices. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, vaginal discharge, device breakage, device expulsion quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/essure coil was puncturing her uterus') and device breakage ('device breakage/essure removed because it was broken') in an adult female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, tonsillectomy, postpartum depression, itching, chlamydial infection, gonorrhea, sexually transmitted disease, sebaceous cyst, menstruation abnormal, pelvic pain female, perineal pain and vaginal discharge. Previously administered products included for pregnancy prevention: mirena from 2011 to (B)(6) 2015. Concurrent conditions included thyroid nodular and vaginal irritation. Concomitant products included aciclovir (acyclovir), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, levothyroxine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: location of device: uterus/ failure to occlude (close) fallopian tube(s)/migration"), pelvic pain ("physical pain/ pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with citalopram and surgery (bilateral laparoscopic salpingectomy,hysteroscopic removal of essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2018: 1. On the right, the essure device appears discontinuous and may be stretched or broken. Small synechia is present in the cornu. No definite spill from the right tube. 2. On the left, the essure device position is abnormal. It extends into the endometrial canal and possibly into the cornual myometrium. The left fallopian tube is patent and spills freely into the peritoneal cavity. Ultrasound pelvis - on (B)(6) 2018: impression- 1. Unremarkable appearance of right and left ovaries. 2. No' abnormal thickened appearance of endometrial stripe. 3. The 2 obliquely oriented linear echogenic foci overlying the posterior uterine myometrium and extending to the endometrial stripe may represent outer coils of the essure sterilization devices.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, vaginal discharge, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: medical record received: previously reported event 'perforation nos' was updated by 'essure coil was puncturing her uterus'. Medical history, removal date, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, tonsillectomy and postpartum depression. Previously administered products included for pregnancy prevention: mirena from 2011 to june 2015. Concurrent conditions included thyroid nodular and vaginal irritation. Concomitant products included aciclovir (acyclovir), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, levothyroxine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. In december 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: location of device: uterus/ failure to occlude (close) fallopian tube(s)/migration"), pelvic pain ("physical pain/ pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with citalopram and surgery (scheduled surgery for removal (B)(6) 2019. At the time of the report, the perforation, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on 20-mar-2018: 1. On the right, the essure device appears discontinuous and may be stretched or broken. Small synechia is present in the cornu. No definite spill from the right tube. 2. On the left, the essure device position is abnormal. It extends into the endometrial canal and possibly into the cornual myometrium. The left fallopian tube is patent and spills freely into the peritoneal cavity. Ultrasound pelvis - on 21-feb-2018: impression- 1. Unremarkable appearance of right and left ovaries. 2. No' abnormal thickened appearance of endometrial stripe. 3. The 2 obliquely oriented linear echogenic foci overlying the posterior uterine myometrium and extending to the endometrial stripe may represent outer coils of the essure sterilization devices.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, vaginal discharge, device breakage, device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc(product technical complaint). After internal review, seriousness criterion "intervention required" was added to events perforation and device breakage. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.